Manufacturer narrative:
Add patient code 1924 as it was omitted at the intial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Return sample results: the implant was returned but not in the original package. The part was measured and verified to be an inclusive mini implant o-ball 2.2 mmd x 13 mml (70-1068-imp0002). Complaint investigator measured the critical parameters against dwg 3000114 rev 4.0 from DHR and found no deviation. The returned implant had no defect or non-conformity and the threads were intact. The o ball was intact. Heavy bone debris was observed from the implant. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant.

Manufacturer narrative:
The implant was received on august 18, 2017 for investigation. At this time the investigation and device history record review are in progress. Once the investigation is completed a supplemental follow-up report will be submitted. Patient's weight was asked for, but not provided; customer does not have this information.

Event description:
It was reported that an implant failed to osseointegrate after the clinical procedure. Tooth location #26 was implanted on (B)(6) 2016 and explanted on (B)(6) 2016. The implant was removed due to pain, the pain disappeared after removal. The patient's status was reported to be satisfactory.